Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an out of range shock lead impedance measurement of 127 ohms and a drop in pace impedance measurements from 1100 to now low 700 ohms over the last year. Technical services (ts) recommended programming changes and commanded shock testing. This device remains in service. No adverse patient effects were reported.